Event description:
Healthcare professional reported right-side rupture, infection, pain, and swelling. Healthcare professional reported asymmetry and "radial folds" confirmed through MRI. Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as a surgical impact opening. (Shell thickness within spec). Visibility/palpability: unable to observe since it is not related to the device. Wrinkling: crease flat observed on the device. Infection: unable to observe since it is not related to the device. Fever: unable to observe since it is not related to the device. Nausea: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted. The event of infection is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and infection.